Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
(B)(6). Explant date was input but is a future date, populated for vigilance purposes. Device has not been explanted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade IV.

Manufacturer narrative:
Visual analysis of the photographs identified: -capsular contracture: observed biological tissue next to the device in the photos but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1,h6.

Event description:
The device has been explanted.